Event description:
It was reported that the pump declared a cartridge alarm 20 during insulin pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the customer with loading a new cartridge, but the cartridge alarm persisted, indicating that the issue was unresolved. As a resolution, technical support decided to replace the pump, and the customer continued using the current pump as a backup therapy until the replacement could be implemented.